Event description:
It was reported that the pump had a force sensor test alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top case and left plunger case were cracked. Force sensor test error was found at power up process, and failed force sensor reading. The root cause of the reported issue was found to be normal wear. The pump was over 9 years old. Actions were taken to mitigate the reported issue: performed force sensor calibration and all functional tests which passed.